Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID is not available for reporting. Patient¿s age is unknown. The patient¿s age was reported as (B)(6) on (B)(6) 2009. Patient weight is not available for reporting. This report is for one unknown lateral femoral nail. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. Unknown date in 2011. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility phone number is (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported a lateral femoral nail (lfn) construct was removed on an unknown date in 2011 due to hardware breakage. The nail was reported to have broken distally. There were no hardware fragments left in the patient after the 2011 revision surgery. The patient was revised to a trochanteric fixation nail (tfn) construct. The original open reduction and internal fixation (orif) surgery and lfn implantation was on (B)(6) 2009. This report is for one unknown lateral femoral nail. This report is 1 of 1 for (B)(4).